Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose level and diabetic ketoacidosis. Customer experienced symptoms related to their high blood glucose such as nausea, vomiting, dehydration. Blood glucose at the time of the incident read "hi". Customer has treated with manual injections. The customer was wearing the insulin pump at the time of admission. Customer's parent also reported delivery anomaly and thinks that the insulin pump was not delivering insulin properly. Customer's high reading began on (B)(6) 2018. Troubleshooting was not performed. The insulin pump will be replaced and customer's parent agreed to return the product for analysis.